Manufacturer narrative:
Visual inspection of the paddle lead revealed electrode #5l was completely detached from the paddle and was not returned. All other electrodes are partially dislodged. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure.

Event description:
A report was received that during a lead revision procedure, the physician elected to explant the paddle lead. While explanting the lead, one of the contacts began to dislodge. The physician was able to complete the explant with the contact slightly attached. The patient was implanted with two percutaneous leads and was reportedly doing well following the procedure.

Event description:
A report was received that during a lead revision procedure, the physician elected to explant the paddle lead. While explanting the lead, one of the contacts began to dislodge. The physician was able to complete the explant with the contact slightly attached. The pt was implanted with two percutaneous leads and was reportedly doing well following the procedure.